Event description:
The manufacturer received information from a patient's family alleging that the vte (exhaled tidal volume) and leak volume increased while on a ventilator. A sales representative visited the patient's home and checked the device and measured values. The vte was found to be higher than usual. The patient's respiratory rate was observed to have increased. The salesperson replaced the ventilator with another one. The patient's values were then reported to return to a normal and stable condition. There was no serious harm or injury reported. The device was evaluated and visually inspected which found no abnormalities and the reported issues were unable to be duplicated. In addition, a review of the error log found no related error code. An additional repair test was performed, which did not pass. Therefore, the sensor board was replaced to address the issue.